Manufacturer narrative:
Failure analysis confirmed the insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she was unable to clear the alarm. The customer's blood glucose reading was 297 mg/dl. The customer stated the reservoir was leaking inside the pump. The customer stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump will be returned for analysis.